Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort, pain, urinary retention, and infection are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and the device could not be activated following implantation. The device appeared to be compressing the urethra excessively, preventing proper function, and the patient remained unable to void spontaneously, requiring a foley catheter and reporting continued discomfort. The physician believed the device size may have been incorrect for the patient, as it was presumed to have been too small and compressed the urethra to the point of obstructing urine flow, and also considered that device placement may have contributed. A surgical procedure was performed to remove the device, during which signs of infection were observed. The patient was rescheduled for reimplantation, and his progress will continue to be monitored. There were no further patient complications reported.